Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 26mm x 3.0mm, concentric, de novo target lesion with a bend of >= 90 degrees was located in the mildly tortuous and severely calcified left circumflex artery. After the lesion was crossed with a 0.014 non boston scientific (bsc) guidewire and pre-dilated with a 2.75 non bsc balloon catheter, a 2.75 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.